Event description:
The rptr had received the er1 message. During her conversation with a lifescan rep, it was verified by the customer that she had been putting her blood sample on the wrong side of the test strip when she got the er1 message.